Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, sion blue, guide catheter: heartrail. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly tortuous, and moderately calcified concentric de novo lesion in the distal left anterior descending coronary artery. Following dilatation with a semi-compliant balloon, resistance was met with the lesion during advancement of a 3.25 x 15mm nc trek balloon dilatation catheter (bdc) and the balloon ruptured during the first inflation at around 14 atmospheres. Prior to use, the balloon dilatation catheter (bdc) was prepped per instructions for use. The procedure was successfully completed with a non-abbott non-compliant bdc. There was no reported clinically significant delay in the procedure and no reported adverse patient effect. No additional information was provided.